Event description:
The pt reported that she went to the emergency room because her blood glucose results were high. She stated that she activated a pod at 1:56pm, and consumed 30 grams of carbohydrate. She provided the following history: time: 5:21pm, bg result: "high" (>500mg/dl); 5:24pm, 400mg/dl, bolus: 9.95u; 5:40pm, (no result) carbohydrate: 85 grams; 7:10pm, 457mg/dl, bolus: 0.10u. She then went to the hospital. At the emergency room, the pod was removed. She said that she had no bruising or bleeding, and the cannula did not appear unusual. She said there was also nothing unusual during pod activation and she heard the double beep. She stated that she was given "a lot of fluids" as treatment, but did not provide further details. The pod was disposed of at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria.